Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility the saw was leaking black liquid when running. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.